Manufacturer narrative:
Damaged firing mechanism. The product complaint analysis team has completed its investigation. Visual inspections & results: batch number, k00v6y; cartridge pan in place/condition, yes/good; condition of drivers, rolled; lockout tab on pan condition, fired; position/condition of wedge sleds, partially fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, broken; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analsis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The returned cartridge had broken towers and rolled drivers, which indicates a wedge band bypass. No conclusion could be reached as to how this damage occurred. The cartridge wedge sled design has been modified to reduce the occurrence of wedge band bypass. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during an unk procedure. It was reported by the affiliate that the device would not cut. There was no pt consequence.